Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics for a duration of 2 weeks. This report is submitted on 2 february 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 01 dec 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.